Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record it was stated that the patient had implanted a pressfit summit with a pinnacle cup. The cup is slight inferior position and has abduction angle of 53 degrees with appropriate ante-version and has elevated metal ion. He has some mild lysis in zone ii and some very mild lysis in the dome. Clinic visits reported of discomfort. Doi: 2005. Dor: none reported. (Right hip).